Event description:
The pt called lfs alleging that their one touch ultra meter was prompting the error 4 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubleshooting and the meter prompted error 4 following a blood and control solution test. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.